Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30176 (max air exceeded) occurred on an amia cycler during peritoneal dialysis therapy. This event occurred during the beginning of initial drain. The patient was connected at the time of the alarm. The technical service representative (tsr) advised the patient to close transfer set. The patient stated that the transfer set was closed. The tsr advised the patient to retrieve patient guide for reference. The patient stated that they didn¿t have a patient guide. The tsr asked patient what time the alert occurred. The patient noted that the alert occurred around 8:00 pm. The tsr asked patient if they had any issues during priming. The patient noted that priming went through successfully without any issues. The tsr asked patient if they had disconnected at any time before drain started or during initial drain. The patient stated that they had to disconnect to take care of something but then they reconnected. The tsr asked the patient if they followed proper disconnect procedures. The patient noted that they closed all lines and put cap on the line. The patient stated that when they reconnected they received the alert that max air was exceeded. The tsr asked patient if the clamps were closed on unused solution lines. The patient noted that they were closed. The tsr asked patient if there was any leak or damage to solution bags. The patient stated that there were no issues. The tsr asked patient if they had any pets that may have caused damage to the supplies. The hp stated that they had pets but they did not damage the supplies and that they did not notice any damage or issues. The tsr asked patient if they saw any air in the patient line. The patient noted that they had some small air bubbles in the patient line. The patient asked if they could end treatment and start over. The tsr advised the patient to end treatment and contact the on call peritoneal dialysis nurse immediately. The patient stated that they would call in the morning. The tsr advised the patient that they should not restart treatment until they spoke to peritoneal dialysis nurse and they would advise them on next steps and if treatment could be restarted. The patient stated that they would contact nurse as soon as possible. There was no report of patient injury or medical intervention associated with this event. No additional information is available.